Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's s1 lead has migrated following a series of falls. This was confirmed via CT scan. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient's lead was explanted and replaced on 20apr2021 to resolve the issue.